Event description:
During use on the patient, power cord connected to 3ch plum pump caught on fire at the pumps strain relief. After unplugging the power cord from wall outlet, fire went out. Patient had to be moved to another room.